Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, a baseline pe was noted. Trans-septal puncture (tsp) was difficult to perform due to the patient's extremely large right atrium. The physician attempted to cross the septum with the versacross connect for over 30 minutes. Radiofrequency (rf) was applied once when image on transesophageal echocardiography (tee) looked like an appropriate location on fossa, however the physician was not able to achieve tsp into the left atrium. The physician switched from the rf to a non-boston scientific (bsc) needle and was able to successfully perform tsp. A sweep was performed, and the baseline pe remained unchanged. The procedure continued with advancement of a watchman fxd curve access system and successful implant of a 31mm watchman flx closure device after meeting release criteria. Post-implant another sweep was performed which again, showed the baseline pe to remain unchanged. Throughout the procedure, the patient's blood pressure was low, with systolic measurements in the 80-90mmhg range. The patient's blood pressure remained supported by anesthesia throughout the case. Two hours post-procedure, echocardiogram was repeated, and the pe was noted to have grown at the base of the heart. A pericardiocentesis was performed. The patient has fully recovered and was discharged the next day.